Manufacturer narrative:
Patient identifier: requested, not provided. Weight: requested, not provided. Ethnicity: requested, not provided. Race: requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation: supply chain manager. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the scrub tech was deploying 6fr angio-seal closure device in the right femoral artery. Upon the step where the device locks and is pulled back from the artery, the device broke, and the device seal could not be confirmed. Additional information was received on (B)(6) 2021. The broken piece of the angio-seal was the back-end area of the sealant introducer and the sheath. The angio-seal broke into two pieces. The procedure was a heart catheterization using a 6fr procedural sheath. A pre-deployment angiogram was performed. According to scrub tech the device broke during deployment, when pulling the sheath back. The doctor came in and was able to pull the broken part back enough to get to the tamping tube in order to try to tamp the seal down and get closure. Manual pressure was held after and the estimated blood loss was 15ml. There

Event description:
The user facility reported that the scrub tech was deploying 6fr angio-seal closure device in the right femoral artery. Upon the step where the device locks and is pulled back from the artery, the device broke, and the device seal could not be confirmed. Additional information was received on 27december2021. The broken piece of the angio-seal was the back-end area of the sealant introducer and the sheath. The angio-seal broke into two pieces. The procedure was a heart catheterization using a 6fr procedural sheath. A pre-deployment angiogram was performed. According to scrub tech the device broke during deployment, when pulling the sheath back. The doctor came in and was able to pull the broken part back enough to get to the tamping tube in order to try to tamp the seal down and get closure. Manual pressure was held after and the estimated blood loss was 15ml. There

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation: supply chain manager. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
Terumo medical received an FDA medwatch on 28 jan 2021 report # mw5106192. The event description states: "scrub tech was deploying 6 french angio-seal closure device in the femoral artery. Upon the step when the device locks and is pulled back from the femoral artery, the device broke. Device seal could not be confirmed."

Manufacturer narrative:
This report is being submitted as follow up no. 1 to correct section b3, provide additional information in section b5 and to provide the completed investigation results and attach the medwatch. A review of the device history record of the product code/lot# combination was conducted with no findings related to the reported event. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.